Manufacturer narrative:
(B)(4). A clinical review of the event was performed by physio-control; however there was insufficient information within the record to determine whether or not the device use had contributed to the patient¿s outcome. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that upon arriving to the scene of a cardiac arrest event, another emergency service provider was already on scene and was unable to shock the patient using their monitor/defibrillator and two different sets of defibrillation electrodes. The customer then tried to use their monitor/defibrillator (this device) with a new set of defibrillation electrodes and was unable to deliver a shock to the patient. A third emergency service provider came to the scene and attempted to deliver a shock with their monitor/defibrillator and new set of defibrillation electrodes but was also unsuccessful. The (B)(6) year old patient did not survive the event. No further details about the patient or the event were provided.

Manufacturer narrative:
Physio-control received the following patient information from the customer: (age at time of event) indicates: (B)(6). (Date of birth) indicates: (B)(6). The cause of death was due to acute myocardial infarction which was due to coronary arterial occlusion.

Event description:
The customer contacted physio-control to report that upon arriving to the scene of a cardiac arrest event, another emergency service provider was already on scene and was unable to shock the patient using their monitor/defibrillator and two different sets of defibrillation electrodes. The customer then tried to use their monitor/defibrillator (this device) with a new set of defibrillation electrodes and was unable to deliver a shock to the patient. A third emergency service provider came to the scene and attempted to deliver a shock with their monitor/defibrillator and new set of defibrillation electrodes but was also unsuccessful. The (B)(6) patient did not survive the event. No further details about the patient or the event were provided.

Manufacturer narrative:
Operator of device of the initial MDR indicates ¿ blank. Operator of device of the initial MDR should have indicated ¿ health professional.

Event description:
The customer contacted physio-control to report that upon arriving to the scene of a cardiac arrest event, another emergency service provider was already on scene and was unable to shock the patient using their monitor/defibrillator and two different sets of defibrillation electrodes. The customer then tried to use their monitor/defibrillator (this device) with a new set of defibrillation electrodes and was unable to deliver a shock to the patient. A third emergency service provider came to the scene and attempted to deliver a shock with their monitor/defibrillator and new set of defibrillation electrodes but was also unsuccessful. The (B)(6) year old patient did not survive the event. No further details about the patient or the event were provided.

Manufacturer narrative:
The physio-control field service representative downloaded the device keylog data and the patient ECG record from the reported event. The data indicates that this was the second device used during the reported event. The data indicates that the device is configured to boot up in the manual operating mode with lead ii displayed in channel 1. The device keylog data from the reported event indicates that there were no device buttons pressed that would have changed the lead displayed in channel 1. The patient ECG record indicates that, approximately 5 minutes and 25 seconds after the device was turned on, a patient ECG monitoring cable had been attached to the patient and the patient's ECG rhythm (in lead ii) was displayed. After an additional 5 minutes and 29 seconds there is a lead off annotation and the patient's ECG was no longer displayed for the remainder of the device use. The patient impedance trace indicates that defibrillation electrodes were attached to the patient approximately 5 minutes and 49 seconds after the device was turned on. The patient impedance trace indicates that the defibrillation electrodes were disconnected from the lifepak 15 monitor/defibrillator approximately 5 minutes and 46 seconds after they had been connected. The likely cause of the reported issue has been determined to be due to a use error. There are no indications in the device keylog data or the patient ECG record that there was any attempt to charge the defibrillator or to change the monitor to display the paddles lead. It is unknown if or when the results of any third party device evaluation will be made available to physio-control.

Event description:
The customer contacted physio-control to report that upon arriving to the scene of a cardiac arrest event, another emergency service provider was already on scene and was unable to shock the patient using their monitor/defibrillator and two different sets of defibrillation electrodes. The customer then tried to use their monitor/ defibrillator (this device) with a new set of defibrillation electrodes and was unable to deliver a shock to the patient. A third emergency service provider came to the scene and attempted to deliver a shock with their monitor/defibrillator and new set of defibrillation electrodes but was also unsuccessful. The (B)(6) year old patient did not survive the event. No further details about the patient or the event were provided.